Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the flickering. The device was serviced and returned. Additional part used: gs pgvl video monitor. Catalog: 0231-0003, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with baton 3-4, the monitor would flicker. An unknown back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.